Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. On (B)(6) 2014, the patient suffered a right posterior cerebral artery stroke. At the time of the stroke, the patient¿s lactate dehydrogenase (ldh) level was 483 u/l, and the partial thromboplastin (ptt) time was 38.2 seconds. The patient was not on any anticoagulants at the time of the event. Following the stroke, the patient was taking aspirin and the recommended anticoagulation regimen for the implanted lvad. On (B)(6) 2015, the patient had a transient ischemic attack (tia) and was continued on coumadin, heparin as a bridge, and aspirin. The patient¿s inr at the time of the tia was 1.4 and the ptt was 41.6 seconds. It was reported that the patient had hemianopia, but none of the commonly accompanying signs of hemineglect. The patient was able to name colors easily without describing them as faint in intensity, read long words without neglect of space, and bisect lines of varying lengths held in front of the patient. Despite the location of the left middle cerebral infarct, the patient did not have either mutism, speech disturbance, or ideomotor apraxia which are commonly seen in such lesions. It was reported that the features may have been present in the past when the infarcts were acute, but the patient appeared to have risen above the syndromes. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal event could not be conclusively determined. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.